Event description:
It was reported that during an unknown procedure, the first device would not fire and the second device misfired. No additional info is available. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Damaged jaws. Instrument b: batch# c9cz3u, exp date: 09/20/2011; mfg date 10/20/2006. The analysis results fount that the er420 instrument (a) was returned with the jaws over twisted. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. However, it is know from the history that the over twisted jaws could cause ejected clips. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the er420 instrument (b) was resturned with the jaws over twisted. The instrument was cylced and it ejected the remaining clips. It is known from the history that the over twisted jaws could cause ejected clips. We have documented to circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.